Event description:
A u.s. Distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to charge a battery pack.

Manufacturer narrative:
H3: device eval summary: device eval of charger sn (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. As received the charger was unable to recognize or charge a battery pack. Upon investigation, y1 (10 mhz smd crystal on the bedside board was found to be defective. The defective component was causing the system to reset. The root cause of the defective y1 was unable to be positively identified. No adverse event resulted from the defective battery charger.